Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had unexpected restart, buttons not working ad insulin pump completely frozen. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer had to go swimming then he had a high pitch continuous sound. Customer stated the contacts on the battery cap were neither missing nor damaged, it had cracks but it was there since he had the insulin pump. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated display returned. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will not be returned for analysis.